Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, there was no flow due to clogged nozzle. The customer's originally reported issue of forceps not able to be inserted nor removed and aspiration problem. The following additional findings were also noted: a-rubber/a-rubber glue leak, cut on switch of control body, assorted chips, scratches, dents and crack, torn boot and close grip, and connector crack and minor buckle of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A clinic reported forceps not being able to be inserted nor removed and aspiration problem model cf-hq190l, evis exera iii colonovideoscope. Upon inspection and testing of the returned unit, foreign material was found exiting from the air/water nozzle and no flow due to clogged nozzle. After removing the nozzle, the flow met standards. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.